Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss alarm. The power management tool confirmed power error 25, low battery, and power loss alarm were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1 and the loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior due to cracked l7 on the pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery power loss. The customer¿s blood glucose level was 8.5 mmol/l. The insulin pump will be returned for analysis.